Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the system was functioning normally. No components were replaced. The batteries are scheduled to be replaced at the next preventative maintenance. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was not holding a charge. No patient was present at the time of the event. Additional information was received regarding this case. It was reported that the system was still functional, and it was unknown what may have caused the batteries to not hold a charge as the issue could not be replicated..